Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain. The patient¿s representative reported that the patient had previously had an issue with the ptm (personal therapy manager) sticking at 90% for quite a while but they had called in before and it was fixed, but now, it was back to holding down at 90%. The agent reviewed clearing data, and the caller consented. The data was at 2.90mb. The agent walked the caller through clearing the data and it was at 31.04 after that.